Event description:
A patient reported experiencing inaccurate low results with a fasttake meter. The patient's blood glucose was 1.7 mmol and 5.4 mmol within 10 minutes, with a difference of 3.1 mmol. Patient did not experience any adverse events. No further information has been reported.